Event description:
The hosp reported that during the saphenous vein harvesting procedure, the c-ring broke off the uniport plus while inside the pt's leg. The c-ring was retrieved endoscopically without making an extra incision. No additional pt complications were reported by the hosp.